Manufacturer narrative:
Additional information received from the user facility on 14aug2020 and 18aug2020 : an a1012 mayfield swivel horseshoe headrest was used for surgery; lot and serial number were not provided. It was confirmed the patient did suffer an abrasion or burn; however, she was in surgery for roughly 1.5 hours for a removal of cervical spine hardware without replacement. The positioning notes did not mention a drape. Unique device identifier # (B)(4).

Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review could not be performed since lot number or catalog number was not provided. The reported complaint was not confirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from (B)(6). Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
It is unknown whether the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Between 05 nov 2019 and 30 jun 2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via (B)(4), integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between (B)(4) and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the (B)(4) application to a new data center during the transition of integra's corporate headquarters from (B)(4). Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA (B)(4) and (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05 nov 2019 through 30 jun 2020. Integra lifesciences contacted (B)(4) on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
It was reported that on (B)(6) 2018, a female patient ended up with a third-degree burn on her left cheekbone during the use of the xxx-headrest mayfield head holder. The female patient was not able to wear glasses due to the burn and her c-pap mask agitated the burn. The patient reported that she had a scar that was draining fluid. Additional request for information has been made.